Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer had an unspecified cartridge issue. Customer's blood glucose (bg) was 1000 mg/dl. Customer administered a manual insulin injection in attempt to address elevated bg. Customer went to the emergency room and was subsequently hospitalized for elevated bg. Customer was treated intravenously with saline and insulin, and was released three days later with the issue resolved and no permanent damage. Customer reverted to multiple daily injections for insulin therapy.